Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 the pt received an octad lead connected directly to a prime advanced and fixed with a titan anchor. The pt experienced changing paresthesia and an x-ray was taken on (B)(6) 2011. The x-ray confirmed that the lead had migrated inferior. The lead was revised, though it was unclear if the revision occurred (B)(6) 2011 or (B)(6) 2011. The titan anchor that was used to fix the lead was manufactured after the design adjustment following the field action of (B)(6) 2009.